Manufacturer narrative:
Event date: (B)(6) 2017. Explant date: (B)(6)2017. Additional suspect medical device component involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to an infection.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient underwent an explant procedure due to an infection.